Event description:
It was reported that: after manta deployment doctor noted radiopaque marker was far from vessel. 2nd lock advancement done without radiopaque moving. Possible pseudoaneurysm noted. Surgical cut down was done. Patient stable. Additional information provided on 28feb2023: it was never confirmed that there was a pseudoaneurysm. The physician and tech had noted that "the radiopaque lock looked really far away". Imaging was not provided. Additional information has been requested from the account but is unknown at this time. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following an tavr procedure, an 18f manta was deployed for closure. Following deployment, a post angiogram revealed the radiopaque lock was very far from the vessel and a possible pseudoaneurysm present. A second lock advancement was performed without moving the radiopaque lock. The physician chose to do a surgical cut down, explanted manta, and patient outcome post procedure was stable. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to a pseudoaneurysm that was possibly present. Likely altering the depth measurement for deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta collagen plug to deploy outside the vessel. Risk documentation was reviewed; and tract deployment is a known risk. The IFU lists potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Several attempts were made to gain additional information, but none were returned.

Event description:
It was reported that: after manta deployment doctor noted radiopaque marker was far from vessel. 2nd lock advancement done without radiopaque moving. Possible pseudoaneurysm noted. Surgical cut down was done. Patient stable. Additional information provided on 28feb2023: it was never confirmed that there was a pseudoaneurysm. The physician and tech had noted that "the radiopaque lock looked really far away". Imaging was not provided. Additional information has been requested from the account but is unknown at this time. A follow up report will be submitted after investigation.